Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information: race: white; diagnoses: bronchitis, cataract ,chicken pox, copd, essential hypertension, benign high cholesterol, pulmonary emphysema (hcc).

Event description:
Received the customer's copy of their submitted report to the FDA from the customer on 29jan2019 which states, ¿rn went to hang the dose. The dose was hanging on the patient's IV pole and hooked onto the patient's IV line. The pump had not been programmed yet to initiate infusion. The tubing was resting on the metal mayo stand. When the rn looked at the medication to begin programming the pump, she saw the tubing had separated. All of our tubing is primed with saline." The copy of the medwatch report did not provide the full description (cut off). There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA from the FDA on 04feb2019 which states, ¿rn went to hang the dose. The dose was hanging on the patient's IV pole and hooked onto the patient's IV line. The pump had not been programmed yet to initiate infusion. The tubing was resting on the metal mayo stand. When the rn looked at the medication to begin programming the pump, she saw the tubing had separated. All of our tubing is primed with saline had not leaked from the tubing." There was no report of patient harm.